Event description:
It was reported that multiple motor stalls occurred and were recorded in the event logs. Motor stall first occurred (B)(6) 2013 at 18:35 and recovered at 18:52. Additional motor stalls occurred on (B)(6) 2013 at 13:38 and recovered at 14:15; (B)(6) 2013 at 19:51 and recovered 19:56; (B)(6) 2013 at 20:06 and recovered 20:25; (B)(6) 2013 at 8:24. No magnetic fields were around the patient. The healthcare provider (hcp) did not use a magnet on the pump the morning of the report when the motor stall occurred. There were no mris. The patient reported increased pain on the morning of the report but had otherwise been fairly stable. The pump was replaced on (B)(6) 2013. It was noted that at the pump connector the catheter was torn, worn down and stretched. A reporter stated that it looked like the catheter was not even connected to the pump and they were not sure the patient was receiving therapy to begin with. It was also reported that there was crystallization of the drug in the pump pocket around the pump, possibly from the drug leaking out of the catheter. The device system delivered fentanyl, compounded baclofen and bupivacaine. It was later reported that the patient recovered without sequelae. It was later reported that the patient had been on a cruise prior to the incident. The patient stated that he had gone through metal detectors getting on and off the ship, but these incidents of electromagnetic interference (emi) did not correlate with the event logs. It was later reported that the cause of the motor stalls was unknown; however, the reporter believed they were related to the crystallization of the drug inside of the pump due to the high drug concentration. At the time of the report the patient was receiving effective therapy and feeling much better.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11348r28, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type catheter; product ID neu_unknown_cath, serial # unknown, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a motor stall due to shaft/bearing and a motor stall due to gear/pinion. There were multiple motor stalls and recoveries seen in the event logs. During destructive analysis significant residue was found in the gear train. Significant residue was also seen in the teeth of gear 3 as well as shaft wear. Shaft wear was also seen on the lower shaft of gear 2. Analysis of the 8709 catheter revealed that the pump connector had been incorrectly assembled or sutured. The 8709 pump connector was attached to the wrong catheter. The 8709 pump connector was also observed to have been trimmed. An abrasion was also seen at the distal end of the pump connector. Analysis of the unknown catheter returned revealed the catheter body was incorrectly assembled or sutured. The catheter was attached to the wrong pump connector. Also, a hole and abrasion were seen at the proximal end of the catheter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.